Manufacturer narrative:
(B)(4). Approximate age of device - 3 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient underwent a hernia repair on (B)(6) 2015 and was doing well after surgery. On (B)(6) 2016, while on the step down unit, the patient experienced neurological deficits and coded. A CT scan showed an ischemic stroke. The patient was unresponsive to tactile and verbal stimuli off sedation with a poor prognosis. As of (B)(6) 2016, it was reported that the patient was still in the hospital pending discharge to a rehabilitation center. It was reported that the pump was functioning as intended. No additional information was provided.

Manufacturer narrative:
A specific cause for the reported event could not be conclusively determined as the patient remains on going on pump support pending discharge to a rehabilitation center and it was reported that the pump was functioning as intended. The instructions for use lists lists stroke and neurologic dysfunction as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.